Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl and it was addressed with a bolus via the pump. It was noted that the customer thought that the amount the pump recommended for a bolus was high. Tandem's technical support explained how the pump calculates the bolus amount based off of the correction factor as well as carbohydrate ratio and showed the customer where to find the ratios. Reportedly, the pump had been in use for a few hours and the customer had training that afternoon (B)(6) 2016). The customer declined troubleshooting as they indicated that they would call their trainer and healthcare provider.